Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient reported that their bottom aligner has raw edges that it creates painful bump on their gums. They have tried filing down the edges, but it still does not help with the pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.